Event description:
It was reported that the pacing lead impedance had decreased and a new sense/pace lead was implanted. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.